Event description:
The customer reported a corneal burn. The surgeon believes the burn to be a result of her unfamiliarity with this new phaco unit's settings. The pt had a short small eye with a shallow anterior chamber. There was no chamber instability noted. The event occurred during initial sculpting. Four or five sutures were used to close the incision; however, the surgeon was not able to completely close the corneal incision. The case was aborted due to a poor view. The pt received a corneal patch graft. This pt was referred to a corneal specialist. One to-follow case was cancelled.

Manufacturer narrative:
The company service representative tested the system, including phaco handpieces, and they met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.